Manufacturer narrative:
Per tandem¿s t:flex user guide: only the t:flex 4.8ml cartridge will connect to and work with the t:flex system. The system is not compatible with any other cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Blood glucose was 163 mg/dl. Reportedly, the customer inadvertently loaded a t:slim cartridge onto the t:flex pump initially. Customer received supplies from a distributor. A t:flex cartridge was successfully loaded to address the event and insulin delivery was resumed.